Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the cause of the problem was a broken and leaking bubble generator manifold wash port. The bubble generator assembly was replaced to resolve the issue. The beckman coulter internal identifier for this report is (B)(6).

Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 600i synchron access clinical system generated reaction wheel temperature errors. Upon evaluation by a bec field service engineer (fse), it was determined a leak also occurred on the instrument. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.